Manufacturer narrative:
The follow-up is created to document the returned device and conclusion of the investigation. Four small pieces of the mesh were received for evaluation. Each piece was returned in a small package labeled from where it was removed. Examination of the returned mesh noted heavy blood residue in all pieces, which made examination difficult. As only partial pieces of mesh were received, quality was unable to confirm the complaint as reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a redo robotic sacrocolpopexy was being done on a patient who had success up to about a year - then an abrupt failure associated with some rigorous exercise. It was restorelle contour y. It broke at about the midpoint of the sacral arm. The mesh was adhered to the sacrum and all the vaginal parts and the mesh looked great. The mesh was removed.